Event description:
Customer reported the system won't move up or down and images are flipping back and forth. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. Unable to reproduce reported image flip problem. System operates as intended. (B) (4).